Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58, lead, implanted (B)(6) 2002; 407652, lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.